Event description:
Glucose monitoring incorrect; using the free style libre glucose monitoring system. On two separate occasions I found the device to be giving grossly inaccurate readings. I followed the direction of use. This occurred using two different sensors. My libre read my glucose as 43 mg/dl. I knew this was incorrect. I used a blood test glucometer (relion prime) which showed a glucose of 440 mg/dl. I used a one touch ultra blood test and it also showed a glucose level of 435 mg/dl. I experienced this while using two different free style libre sensors. I no longer use the product. It is too inaccurate. The readings are not valid or reliable. FDA safety report ID# b)(4).